Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2026, the patient called to report two hospital stays due to inefficient readings. According to the customer, these inefficient readings caused the omnipod pump to overdose or underdose insulin. The patient was first hospitalized on (B)(6) 2026 but did not mention hospitalization during the initial reporting on (B)(6) 2026. On (B)(6) 2026, the patient reported a serious case of ketoacidosis (no dka but just high ketone values). In the evening on (B)(6) 2026, the patient went to the hospital and was given around five bags of intravenous (IV) fluids. The patient was unable to provide the corresponding cgm and bgm readings. However, she indicated that the sequence of events was similar to the incident that occurred on (B)(6) 2026 (the second hospital stay). The patient remained hospitalized for less than 24 hours and was discharged on (B)(6) 2026. She reported that no additional medications or treatments were provided aside from IV fluids. During her hospital stay, her blood pressure and blood glucose levels were monitored, and she was discharged once her ketone levels had decreased to trace amounts. At the time of the report the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.